Event description:
It was reported that the patient experienced pain with the ortho pak device. The patient does not feel pain while using the stimulator. The patient feels a little more pain than usual the day after the treatment, but she is not sure whether the pain is from the unit or from physical therapy. The last x-ray that was taken last week had shown bone healing. The pain is below the skin. The patient told her the doctor about the pain and was advised to continue using the device. The patient stated that her right arm is broken, and she is having a hard time putting the unit on. The patient rated the pain as a 4 on a scale of 1 to 10, with 10 being the highest. The patient has increased her daily activity. The patient is having physical therapy. The doctor is happy that she has the device. The doctor prescribed hydrocodone with acetaminophen. The patient sometimes takes the prescribed medication or will take tylenol over the counter. The patient mentioned she had a skin rash for about a week but then it went away. However, the patient did not want to speak about the rash. The patient was not sent a replacement product. No further consequences have been reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient experienced pain with the ortho pak device. The patient does not feel pain while using the stimulator. The patient feels a little more pain than usual the day after the treatment, but she is not sure whether the pain is from the unit or from physical therapy. The last x-ray that was taken last week had shown bone healing. The pain is below the skin. The patient told her the doctor about the pain and was advised to continue using the device. The patient stated that her right arm is broken, and she is having a hard time putting the unit on. The patient rated the pain as a 4 on a scale of 1 to 10, with 10 being the highest. The patient has increased her daily activity. The patient is having physical therapy. The doctor is happy that she has the device. The doctor prescribed hydrocodone with acetaminophen. The patient sometimes takes the prescribed medication or will take tylenol over the counter. The patient mentioned she had a skin rash for about a week but then it went away. However, the patient did not want to speak about the rash. The patient was not sent a replacement product. No further consequences have been reported. No additional patient consequences have been reported. Orthopak was not returned for further evaluation.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g4: PMA number, h6 product and evaluation codes. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient experienced pain with the ortho pak device. The patient does not feel pain while using the stimulator. The patient feels a little more pain than usual the day after the treatment, but she is not sure whether the pain is from the unit or from physical therapy. The last x-ray that was taken last week had shown bone healing. The pain is below the skin. The patient told her the doctor about the pain and was advised to continue using the device. The patient stated that her right arm is broken, and she is having a hard time putting the unit on. The patient rated the pain as a 4 on a scale of 1 to 10, with 10 being the highest. The patient has increased her daily activity. The patient is having physical therapy. The doctor is happy that she has the device. The doctor prescribed hydrocodone with acetaminophen. The patient sometimes takes the prescribed medication or will take tylenol over the counter. The patient mentioned she had a skin rash for about a week but then it went away. However, the patient did not want to speak about the rash. The patient was not sent a replacement product. No further consequences have been reported. No additional patient consequences have been reported. Orthopak was not returned for further evaluation.